Manufacturer narrative:
Previous: stated lens was not evaluated. Update: lens has been evaluated. Lens was returned dry in a small vial, with red and clear residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -8.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchange for a longer lens due to low vault. The problem was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.